Manufacturer narrative:
The device implanted was suspected to be occluded as the occurence of symptoms of hydrocephalus. The shunt was implanted ventriculo-peritoneal. The valve was implanted in the chest area on an osseous surface inferior to 8mm. Symptoms of hypodrainage occured and were improved after replacement with a new spv valve. The device is being returned to be analysed by the manufacturer. Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: the returned valve doesn't have the same serial number and lot number as reported in the incident report. We are not sure if the returned piece is well the suspect device. The analysis below is only responsible for the returned piece but not serve as the conclusion to the incident investigation. Visual check: the valve returned is clean, colorless liquid is visible in the valve. Dry blood deposit is present in one suture hole of the body. Two pieces of catheter (one of 15 mm and another one of 6 mm) are connected on each connector of the valve. Functional control: the ball is mechanism is not stuck and the rotor could be turned without difficulty. Pressure control: the pressure conforms to the specification at all positions except a slight lower pressure at the highest pressure setting position (position 5). The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. As the returned piece conforms to the specifications and the serial number and lot number doesn't correspond to the suspected device in the original incident report, we don't have sufficient information to conclude the cause to the incident.

Event description:
The doctor implanted spv in v-p shunt on (B)(6) 2015. That was to treat the patient's normal-pressure hydrocephalus. The symptom of the hydrencephalus had gone out to a patient. The doctor exchanged spv on (B)(6) 2016 and the symptom was improved.

Manufacturer narrative:
The device implanted was suspected to be occluded as the occurence of symptoms of hydrocephalus. The shunt was implanted ventriculo-peritoneal. The wave was implanted in the chest area on an osseous surface inferior to 8mm. Symptoms of hypodrainage occured and were improved after replacement with a new spv valve. The device is being returned to be analysed by the manufacturer.

Event description:
The doctor implanted spv in v-p shunt on (B)(6) 2015. That was to treat the patient's normal-pressure hydrocephalus. The symptom of the hydrencephalus had gone out to a patient. The doctor exchnged spv on (B)(6) 2016 and the symptom was improved.